Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition.

Event description:
Report submitted by csi rep- incident details- "I had two separate doctors say that the handle on the delineator broke into two pieces. I saw it myself, this occurred perioperatively and they had to take them out of the patients and insert a new delineator." Ref e-complaint-(B)(4). Sterile 3-5 ultem koh-eff ad750-ke35e-complaint-(B)(4).

Manufacturer narrative:
Investigation x-initiated manufacturer's investigation x-no sample returned x-review DHR. Analysis and findings e-complaint (B)(4). Distribution history the complaint product was manufactured at csi on 02/12/20 under work order (B)(4). Manuf. Record review DHR - 285708 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review incoming inspection record review not applicable to this product. Service hist. Record service history record not applicable to this product. Historical complaint review a review of the 2-year complaint history did showed similar reported complaint conditions. Of the similar reported conditions, only one was returned for a handle split, however, it is unknown if the failure mode is the same as mentioned in this complaint, as the product was not returned. Product receipt the complaint product has not been returned to coopersurgical. There is currently no RMA for the product. Visual eval. Evaluation of the complaint product could not be completed as the complaint product has not been returned. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. However, the complaint similar to other complaints as mentioned earlier. Root cause the root cause of this issue cannot be reliably determined based on the information provided. The product was discarded and was not available for root cause analysis. However, from historical complaints review, there is a complaint that may be related and may be of similar nature. As a result of that complaint, a quality alert was created. The quality alert (qa-00242) was for complaint (B)(4) and may be related to this current complaint. As a result, the quality alert references this complaint for awareness of complaint condition. Correction and/or corrective action coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No further training required at this time. Preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Report submitted by csi rep- incident details- "I had two separate doctors say that the handle on the delineator broke into two pieces. I saw it myself, this occurred perioperatively and they had to take them out of the patients and insert a new delineator." Ref e-complaint (B)(4). 1216677-2020-00193 sterile 3-5 ultem koh-eff ad750-ke35e-complaint (B)(4).